Manufacturer narrative:
The evaluation of the event is ongoing. The date of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported no image on the screen of the gastrointestinal videoscope during preparation for use. There was no patient injury reported.